Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that there was a "bubble" under the screen and the screen could only be read when the pump was held at an angle. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 [date of submission 05/20/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was found to the display lens. The pump powers on properly and the display is functioning properly. The pump was opened and no damage was found.